Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with missing keypad overlay. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was in hospitalized due to coma as well as hypoglycemia on (B)(6) 2018 with blood glucose level was 37 mg/dl at the time of incident and the current blood glucose level was 278 mg/dl. The customer was assisted with troubleshooting. The customer was treated with a glass of orange juice, a peanut butter sandwich, sugar and food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated intravenous with saline because customer was dehydrated during hospitalization. Customer was alleging insulin pump was under delivering because it was the only logical reason customer go low blood glucose. Customer stated that the reservoir was showing more insulin than what was shown on the status screen. Customer stated that the reservoir showed over 100.0 unit and insulin pump status showed 4.18 unit. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The summary narrative has been updated and provided with this report. Harm code of coma has been deleted from this report.

Event description:
Customer did not have coma. Customer did not treat with sugar. Customer was no longer alleging over delivery by the end of the call since customer was not disconnected during set change and might have over corrected. During troubleshooting, reservoir was showing more insulin than what is shown on the status screen. Customer said reservoir showed over 100.0u and pump status showed 4.18u and so helpline had customer perform a rewind, load reservoir and tubing prime and then recheck units left in status menu which now matches more closely to units left in the reservoir. Harm code of coma deleted because patient did not have coma.